Event description:
The manufacturer received information alleging a ventilator circuit's exhalation valve was "sticking" in the open position. There was no harm or injury reported.

Manufacturer narrative:
The customer reported the diaphragm in the exhalation valve was stuck in the open position. A request was made to return the circuit for investigation, but the customer has disposed of it.